Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported insulin leaking from the ilet device after a supply change. The same issue had occurred the previous day. The agent determined the user may have damaged the cartridge by attaching the luer connector before inserting it into the device. The user was advised to switch to backup insulin therapy. Reported bg was 450 mg/dl and later decreased to 218 mg/dl. No hospitalization or lasting effects were reported.